Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, manufacturing instructions, quality control, specifications, and a visual inspection of the device were conducted during the investigation. The visual inspection of the returned device confirmed that the outer catheter had separated from the inner catheter at the base of the taper of the hub. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on available information, a definitive root cause can not be determined at this time, however appropriate measures have been initiated to address this failure mode. The quality engineering risk assessment for this failure mode was reviewed and it was determined that risk mitigation activities are being investigated.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that the redo single lumen tpn catheter reportedly weakened over time in a cumulative fashion, which ultimately rendered the catheter unusable on account of the risks it began to pose. The catheter had been placed on (B)(6) 2017. The patient's chemotherapy was ceased, and the catheter had to be repaired. The circumstances surrounding the handling and usage of the device prior to and leading up to the reported product weakness were not reported. The product is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation. This is a pediatric patient.